Manufacturer narrative:
This medwatch is being filed in an abundance of caution. This device was over 12 years old at the time of this issue. However, the junction box was roughly 4 years old. This device was manufactured by invacare sanford which is no longer in operation. The manufacturing site will be listed as invacare invamex for filing purposes as they are the current manufacturing site for this device. The pictures provided didn¿t show any clear indication of damage to any of the bed components. However, the junction box ports did have some slight discoloration that the cause couldn¿t be determined. The junction box, actuators, power supply, and electronic cables are awaiting return, and if additional information becomes available a follow up medwatch will be filed. The underlying cause of the bed allegedly catching fire couldn¿t be determined. The reporter did indicate the device was plugged in via an extension cord, but the specifications of the extension cord were unknown. The device manual indicates ¿when using an extension cord, use only a three-wire extension cord having at least 16 awg (american wire gauge) wire and the same or higher electrical rating as the device being connected. Use of improper extension cord could result in a risk of fire and electric shock. Three prongs to two prong adapters should not be used. Use of three prong adapters can result in improper grounding and present a shock hazard to the user.¿ the bed is equipped with a hand crank to lower the bed down in the event of an electronic malfunction.

Event description:
The reporter stated the bar600ivc bed caught fire. They stated no injuries or damages were reported. This bed was in an assisted living facility and was confirmed to be plugged in via extension cord. According to the facility, the fire was near the junction box or the motors.